Manufacturer narrative:
Analysis summary: at analysis the power supply was changed out to address the reported issue of "no response after boot", the software was updated and the programmer then passed its functional test. E3: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following boot-up the programmer was unresponsive. The programmer was returned for service. There was no patient involvement.